Manufacturer narrative:
Per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, no further information was available. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation/application the intraocular lens (iol) haptic/leg was found to be broken. Product availability is unknown. No further details available.